Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator¿s graphical user interface (gui) became nonresponsive to touch. The ventilator continued to deliver ventilation to the patient, and no audible or visual alarms were reported. As a precaution, the patient was transferred to another ventilator. No patient harm was reported. The hospital stated that patient demographics would not be provided per facility policy.